Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise causing inhibition of pacing on both the right atrial (ra) and right ventricular (rv) channels. Review of the system indicated the noise may be due to myopotentials. Surgical intervention was performed and the pacemaker was repositioned and new leads were implanted in the patient. No additional adverse patient effects were reported.